Event description:
Had essure put in. My body has been rebelling ever since. I bleed so heavy, I miss work. I am in hives including full scalp psoriasis. I have arthritis in my toes. I am now taking thyroid medicine, my joints hurt. I have had polyps. I am fatigued all the time. My iron is constantly low, "etc, etc, etc".